Event description:
It was reported that the patient presented into clinic with an infected and open device pocket due to erosion. A culture was performed, but the results are unavailable. The device was explanted and re-implantation is anticipated in the future, but has not been performed at this time. The patient was stable.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.

Event description:
Additional information was received that the a new device was implanted to resolve the event.